Event description:
Patient reported that a pen needles got stuck in his abdominal wall.

Manufacturer narrative:
For this incident no conclusion may be determined as the defective product was not returned.